Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that there had been multiple intermittent instances where insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step and loaded cold insulin into the cartridge. There was no reported impact to the customer¿s blood glucose level due to this issue. Multiple follow up attempts were made by tandem technical support to complete troubleshooting; however, the customer did not respond.